Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The initial reporting stated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, provided information stated the patient non-union fracture was a contributing factor. No evidence was found suggesting product error was a contributing factor. And the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address femoral and tibial loosening. Report states that patient had a non-union fracture above femoral implant that had failed to heal correctly.